Manufacturer narrative:
This supplemental report is being submitted to provide a correction to h4.

Event description:
No new information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the probe was broken at approximately 14mm from the tip. A root cause could not be identified. Based on the results of the investigation, it is likely occurred the probe was broken by the following mechanism: 1) activated output while the probe tip was contacted hard objects such as metal clips, stapler, or other instruments. This caused the probe tip was scratched. 2) kept doing activated output in the state described in ¿1¿. This caused the probe tip was applied a load, cracked due to the scratches on the probe tip. 3) the probe was subjected to some kind of load and ruptured. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1 establishment name: (B)(6) hospital limited due to character restriction in respective field. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a laparoscopic hepato-biliary-pancreatic procedure, the probe fell off into the patients body. It took 1 minute to the retrieve the fallen piece and the procedure was completed with a similar device. The device was inspected before use. There was no harm to the patient reported.